Event description:
It was reported that upon preparing this inflatable penile prosthesis (ipp) prior to implant it was found that one of the cylinders pumped up wider and longer than the other. The implant was discarded and another used to complete the procedure. No patient complications were reported. No further information is available related to this event.